Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. Following a transseptal puncture, a steerable guide catheter (sgc) was inserted and positioned in the left atrium (la). However, while withdrawing the dilator and wire, the sgc threatened to slip back into the right atrium (ra). To keep the sgc from slipping back in the ra and to prevent losing the transseptal puncture, the wire and dilator were advanced again. However, after this maneuver, imaging revealed a few air bubbles. It was noted that the air bubbles dissolved after a short time, and that no adverse patient effects resulted due to the air. The procedure was continued with the same sgc. One clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.